Event description:
It was reported that catheter froze on wire occurred. A 3.00 x 12mm agent dcb balloon was selected for percutaneous coronary intervention procedure to treat coronary artery disease and in-stent restenosis. During the procedure, when the physician advanced the balloon, it was not noted that the balloon protector was still on the device. The cover would not advance through the touhy. The physician tried to peel away the cover while the device was on the guidewire but was not successful. The cover had been pushed to the monorail exit port of the balloon and the balloon was stuck on the guidewire. During attempts to remove the balloon from the guidewire outside the patient, the balloon monorail/hypotube broke away from the shaft and the guidewire also snapped. The procedure was completed using a new guidewire and a new agent balloon. No patient complications were reported.

Event description:
It was reported that catheter froze on wire occurred. A 3.00 x 12mm agent dcb balloon was selected for percutaneous coronary intervention procedure to treat coronary artery disease and in-stent restenosis. During the procedure, when the physician advanced the balloon, it was not noted that the balloon protector was still on the device. The cover would not advance through the touhy. The physician tried to peel away the cover while the device was on the guidewire but was not successful. The cover had been pushed to the monorail exit port of the balloon and the balloon was stuck on the guidewire. During attempts to remove the balloon from the guidewire outside the patient, the balloon monorail/hypotube broke away from the shaft and the guidewire also snapped. The procedure was completed using a new guidewire and a new agent balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.00 mm x 12.00 mm balloon catheter, batch 06612h24. Visual, tactile and microscopic analysis was performed on the device. Examination of the mid-shaft and inner wire lumen sections noted a break in the midshaft at 28cm from the distal tip and the inner lumen was accordioned. In addition, multiple hypotube kinks were noted. No other device issues were identified during returned product analysis. Media/photo were provided for review, which show evidence of the break in the midshaft. Device analysis confirmed the complaint allegation of shaft break.